Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient experienced ineffective stimulation. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
B5: correction; additional information was received indicating the system was explanted for ineffective stimulation not new pain.

Event description:
Additional information was received indicating the system was explanted for ineffective stimulation not new pain.

Manufacturer narrative:
Per additional information received, this event is not longer reportable.

Event description:
Additional information indicates that the patient is experiencing pain at a new area (new pain), the system is providing effective therapy for the orginal pain area.